Manufacturer narrative:
Pump received with reoccurring bootup. Pump was cut open and found a loosely connected j6 connector. Firmly reconnected the j6 connector and pump booted up properly. The pump passed the displacement test, active current test and self test. Pump failed sleep current test due to high currents. No failed battery test noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Failed battery test alerts were found in the history files on 20-oct-2023 from 12:48:21.00 to 16:49:59.00. Pump was cut open to perform visual inspection and found evidence of a corroded home switch and moisture damage on pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, overlay scratched, keypad overlay texture damage, pillowing keypad overlay, battery tube threads - cracked, cracked case - corner of belt clip rails, cracked case (battery tube), label damage (peeling, faded). Failed battery test not confirmed during testing. Exposed to moisture confirmed on pcba 1 and pcba 2. Cosmetic damage confirmed at the belt clip rails during analysis. Unexpected battery power loss was confirmed due to moisture damage on pcba 1 and pcba 2. Pump failed sleep current test due to moisture damage on pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported pump was constantly asking for a new battery and pump was damaged. Troubleshooting was performed and found that the pump shows a physical damage crack starts at base of pump and leads up towards the belt clip. No harm requiring medical intervention was reported. Customer will discontinue to use the pump and insulin pump will be returned for analysis.